Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred. It was further reported there was t-wave oversensing (twos) and the patient received inappropriate therapy. The right ventricular (rv) lead was explanted. The device, the left ventricular lead and the atrial lead remain in use. No further patient complications have been reported as a result of this event.